Manufacturer narrative:
Medical device expiration date : unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Event description:
It was reported that 1 bd micro-fine¿ plus pro pen needle had detachment issues. The following information was provided by the initial reporter : the patient stated that after finishing the use of the pen needle the needle would not detached from the pen.

Manufacturer narrative:
H.6. Investigation summary; samples were received and an investigation was performed. No DHR review can be carried out as lot number is unknown. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that 1 bd micro-fine¿ plus pro pen needle had detachment issues. The following information was provided by the initial reporter : the patient stated that after finishing the use of the pen needle the needle would not detached from the pen.